Manufacturer narrative:
The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing.

Event description:
Healthcare professional reported patient requiring hyperbaric wound treatment had breast implants inserted several weeks ago. Unknown side record. Device remains implanted.